Manufacturer narrative:
Final analysis revealed that external insulation abrasion was noted at 7.3-7.8cm from the pin consistent with lead friction to the device. The outer insulation was twisted at 46.5cm from the connector pin.

Event description:
It was reported that the patient presented for a routine follow-up. Upon review, oversensing was detected on the right ventricular lead consistent with insulation damage. The patient was scheduled for a device upgrade. During the procedure, an insulation breach was detected on the atrial lead. Both leads were explanted and replaced without complication. The patient was stable.